Event description:
It was reported that the patient complained of not being able to breath well, even when resting, and not being able to walk to the mail box without having breathing problems. The patient was seen in the clinic, and the device parameters were reprogrammed, and the patient's symptoms resolved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.